Event description:
Patient's attorney contacted the manufacturer alleging "it was said the device had four years warranty. However, eight month later, already in 1997, the doctor decided to remove the device face the occurence of countless disturbances that the patient presented. ...diagnosis only in the end of the year 2000-intoxication by mercury- caused by battery... ...it was confirmed that the above device contains mercury and this material very probably drained and entered in the patient's organism, causing all the problems."